Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump's display kept going black then going blank several months prior to the call. The customer was able to get the insulin pump to function normally again. The customer reported that the night prior to the call, she was troubleshooting a no delivery alarm, when the display went blank again. Blood glucose level near the time of the call was around 303 mg/dl. During troubleshooting, the alarm history showed that a low battery alert was not returned prior to the off/no power alert. The customer reported that this was the second occurrence of this issue. Customer also confirmed that the device had been dropped. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.